Manufacturer narrative:
Additional/updated information was added to reflect the seat frame assembly being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, both seat rails were broken at the second mounting hole from the rear. An expanded evaluation was performed. The expanded evaluation report confirmed that the seat frame was broken into two pieces at an adjustment hole for one of the seat rails. The same spot on the opposite side was also cracked but not completely broken. However, the underlying cause could not be determined.

Event description:
The provider states the seat frame is broken on both the left and right side in the same spot.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the seat frame is broken on both the left and right side in the same spot.